Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker could not be reprogrammed in bipolar configuration in the box. When the pacemaker was connected to the leads, absence of pacing occurred for three or four seconds.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker could not be reprogrammed in bipolar configuration in the box. When the pacemaker was connected to the leads, absence of pacing occurred for three or four seconds.